Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10010453 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: 10010453. Batch number#: unknown. It was reported by customer that tpn leaked out right above filter (occurred with IV set with inline filter ref# 10010453). No further details available at time of interview. Verbatim#: rcc received a complaint via email. ¿ event where tpn leaked out right above filter (occurred with IV set with inline filter ref# 10010453). No further details available at time of interview.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 10010453, batch number#: unknown. Event where tpn leaked out right above filter (occurred with IV set with inline filter ref# (B)(4)). No further details available at time of interview.